Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not recognize closed door and that not all of the tubing is loaded (when the door is closed and no tubing is loaded) cannot get out of the tubing screen. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, "whenever pump powers on either gives an error saying the door is not shut, or shows that not all of the tubing is loaded" was reproduced as a load set alarm. A review of the history log revealed "shut door - power off" messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a faulty upper latch switch. The upper aux requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.